Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 16-aug-2024. H.6. Investigation summary: bd received 32 samples for investigation. The samples were evaluated by functional testing for factors related to clotting and the indicated failure mode was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to clotting as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes, eighteen (18) samples exhibited clotting. The samples needed to be recollected.

Event description:
It was reported while using bd vacutainer® lithium heparin (lh) 37 usp units blood collection tubes, eighteen (18) samples exhibited clotting. The samples needed to be recollected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.